Event description:
Caller reported that pump was not recognized during update process in tandem source. There was no adverse impact to the customer's blood glucose level. Customer followed several troubleshooting steps with technical support, including using different browsers, refreshes, and usb ports, but issue persisted. Cts decided to replace pump, informing customer to complete training before using replacement pump. Customer was also instructed to return original pump via ups.